Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for cervical/neck and spinal pain. It was reported that the patient was having to charge too much. The patient stated that he had peripheral lead placement and that the battery would hold a charge for 36 hours after he would charge for up to 4 hours. It was reviewed that the rep should get the parameters and check the recharge statistics from the 8840 the next the caller met with the patient. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient had recently been reprogrammed or switched to a new group. The patient¿s recharging has been frequent since implant, and he has had two reprogramming sessions since implant on (B)(6) 2017. The patient¿s settings at the time that he met with the manufacturer representative were as follows: group b::: -program 1: 0-7 all cathodes, 8-15 all anodes, 1.0 volts, 420 pulse width, rate of 40 hertz, 115 ohms, and 7.025 milliamps. -program 2: 0-7 all anodes, 8-15 all cathodes, 2.3 volts, 420 pulse width, rate of 40 hertz, 114 ohms, 16.654 milliamps. The estimate battery usage using 24 hours a day is 9.88 days. Within the last 12 days, the patient had program 1 turned to 0.0 volts as the left side is irritating and uncomfortable. The manufacturer representative was able to turn voltage up to 1.0 volts to run group impedances, but the patient normally runs it just below the amplitude of program 2. The patient has peripheral placement near the trapezius, and during the trial, the stimulation spread from the left to right, but now it¿s more localized to just where the scar tissue is, and once the patient turns stimulation up enough to spread it out, it burns. Therapy impedance is greater than 50 ohms, but less than 300 ohms. The implantable neurostimulator recharger recharging statistics are as follows: typical interval: 1.8 days, typical duration: 3.2 hours, typical coupling: full coupling on (B)(6) 2017, the patient charged for 4.4 hours to 100% charged. On (B)(6) 2017, the patient charged for 3.2 hours to 100% charged. On (B)(6) 2017, the patient charged for 0.7 hours to 100% charged. On (B)(6) 2017, the patient charged for 3.2 hours to 100% charged. On (B)(6) 2017, the patient charged for 1.3 hours to 100% charged. The recharging statics revealed that the implantable neurostimulator appears to be taking charge appropriately given the starting/ending voltages and how long the patient is charging. It was reviewed that the patient may want to go longer between recharging sessions to reduce recharging frequency, but then the patient will need to charge for a longer period of time. It was also reviewed that low group impedances of around 100 ohms will drain the implantable neurostimulator more quickly, and they should attempt using less active electrodes to increase the recharging interval. No further complications were reported.